Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-53101.

Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer stated that he had been through troubleshoot procedures numerous times before and declined any further troubleshooting. He requested replacement of the insulin pump. The customer did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.